Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has a history of right ventricular (rv) oversensing of atrial activity. The patient is rv pacing dependent, and recent syncope, including a fall down with trauma on the front and face, is assumed by the health care professional (hcp) to be related to the known oversensing. The hcp does not want to go invasive due to the patient's age and different pathologies. Intention is to disable ty therapies to avoid inappropriate shock therapy and ensure rv pacing as the patient is dependent. Since asynchronous modes are not available for definite programming, electrocautery mode has been suggested as a workaround in this patient scenario. Technical services was consulted and noted that, alternatively, magnetic resonance imaging (MRI) mode could be considered. Also, despite the intention of the hcp not to go invasive, technical services recommended additional investigation including lead testing and x-ray imaging. No additional adverse patient effects were reported. This crt-d remains in service. Of note, the manufacturer of the rv lead has not been reported. Additional information received indicates the hcp decided to program the crt-d to MRI mode since, as abovementioned, the hcp does not want to go invasive here. No adverse patient effects were reported. Additional information received indicates the patient has since undergone a revision procedure, and this crt-d was explanted and replaced. Besides intervention, no other adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has a history of right ventricular (rv) oversensing of atrial activity. The patient is rv pacing dependent, and recent syncope, including a fall down with trauma on the front and face, is assumed by the health care professional (hcp) to be related to the known oversensing. The hcp does not want to go invasive due to the patient's age and different pathologies. Intention is to disable ty therapies to avoid inappropriate shock therapy and ensure rv pacing as the patient is dependent. Since asynchronous modes are not available for definite programming, electrocautery mode has been suggested as a workaround in this patient scenario. Technical services was consulted and noted that, alternatively, magnetic resonance imaging (MRI) mode could be considered. Also, despite the intention of the hcp not to go invasive, technical services recommended additional investigation including lead testing and x-ray imaging. No additional adverse patient effects were reported. This crt-d remains in service. Of note, the manufacturer of the rv lead has not been reported. Additional information received indicates the hcp decided to program the crt-d to MRI mode since, as abovementioned, the hcp does not want to go invasive here. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has a history of right ventricular (rv) oversensing of atrial activity. The patient is rv pacing dependent, and recent syncope, including a fall down with trauma on the front and face, is assumed by the health care professional (hcp) to be related to the known oversensing. The hcp does not want to go invasive due to the patient's age and different pathologies. Intention is to disable ty therapies to avoid inappropriate shock therapy and ensure rv pacing as the patient is dependent. Since asynchronous modes are not available for definite programming, electrocautery mode has been suggested as a workaround in this patient scenario. Technical services was consulted and noted that, alternatively, magnetic resonance imaging (MRI) mode could be considered. Also, despite the intention of the hcp not to go invasive, technical services recommended additional investigation including lead testing and x-ray imaging. No additional adverse patient effects were reported. This crt-d remains in service. Of note, the manufacturer of the rv lead has not been reported. Additional information received indicates the hcp decided to program the crt-d to MRI mode since, as abovementioned, the hcp does not want to go invasive here. No adverse patient effects were reported. Additional information received indicates the patient has since undergone a revision procedure, and this crt-d was explanted and replaced. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has a history of right ventricular (rv) oversensing of atrial activity. The patient is rv pacing dependent, and recent syncope, including a fall down with trauma on the front and face, is assumed by the health care professional (hcp) to be related to the known oversensing. The hcp does not want to go invasive due to the patient's age and different pathologies. Intention is to disable ty therapies to avoid inappropriate shock therapy and ensure rv pacing as the patient is dependent. Since asynchronous modes are not available for definite programming, electrocautery mode has been suggested as a workaround in this patient scenario. Technical services was consulted and noted that, alternatively, magnetic resonance imaging (MRI) mode could be considered. Also, despite the intention of the hcp not to go invasive, technical services recommended additional investigation including lead testing and x-ray imaging. No additional adverse patient effects were reported. This crt-d remains in service. Of note, the manufacturer of the rv lead has not been reported.